Event description:
The pt reportedly was seen by a physician because the pt's parent observed left ear was "directed outside". The physician prescribed a cream for the skin and noted that it was not causing pain or skin necrosis. Therefore, he did not recommend surgery for the migrating device. The pt's family has requested revision surgery be scheduled to secure the device.